Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed, eccentric shaped, de novo target lesion was located in the mildly calcified left anterior descending (lad) artery. The lesion length was 25mm and the reference vessel diameter was 2.75mm. The lesion was pre-dilated with a non-bsc 2.75x20mm balloon. Immediately after pre-dilatation the residual stenosis was 50%. The physician attempted to advance a liberte' 2.75x28mm bare metal stent but due to the greater than 45 degree angle of the vessel the stent could not be delivered. The physician found the distal portion of the stent edge was "fractured"and the stent was still was on the balloon. The stent was not used and a liberte' 2.75x20mm bare metal stent was used to complete the procedure. No patient complications were reported and the patient condition was reported as "stable".

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.